Event description:
Customer reported an over infusion of cardizem. Cardizem started at 10 mg/hr. Reporter stated received critical troponin for patient and stepped out of room to notify physician. Physician suggested nitropaste. Nurse returned to patient's room; noticed patient was lethargic and in a daze and slow to respond to questions. Cp was 71/37. Assessment was that cardizem had bolused in at a rate of 999 ml/hr; physician at bedside and pharmacist notified. Four-1gm doses of calcium chloride given over 15 min increments per pharmacy protocol. Glucagon also given. Norepi and glucagon drip started. Patient vital signs improved to 118/80, map 92. Physician notified. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Device log was evaluated at the request of the customer. The customer's report of an over infusion of cardizem could not be confirmed. The infusion reported by the customer was not found on the reported event date (B)(6) 2011; however, on a different date, (B)(6) 2011, the reported drug was found to be infusing which suggests this may have been the actual event date. The log review showed the drug diltiazem (generic name for cardizem) had only infused approximately eleven minutes before the infusion was terminated by the user. No bolus of that drug or infusion of 999 ml/hr for that pump was found programmed. The cause of the reported over infusion could not be identified. Method; field left blank - no available code for data/log review.